Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: visual inspection has been performed of provided picture in terms of overall appearance. Pictures show an almost full deflux syringe with a broken flange. Lot number and number of defective units are in accordance with report. Inspection of sample: one almost full syringe was returned. Number of units and lot number are in accordance with the report. The syringe had a broken flange. The batch record has been reviewed, and no deviations or anomalies were identified that can be linked to the complaint. No similar complaints have previously been reported for this lot. No quality issues have been found related to the raw material (syringe) that could explain the complaint. The root cause of the complaint is undetermined. No further actions will be taken regarding this complaint at this time. However, the lot will continue to be monitored, and if relevant, further investigation will be initiated.

Event description:
It was reported that "when the product was injected, the wings of the syringe broke. As a result, a small piece of glass injured the surgeon's finger: cut on the middle finger of the surgeon's right hand. The device was replaced". Additional information received on november 06, 2025, indicated that "no additional consequence or damage to the surgeon. The operation went as planned with another syringe. The procedure performed was uro/endo/vur cure (macroplastic/deflux) under general anesthesia. The patient was a child. At the time of injection of the product, the fins of the syringe broke".

Event description:
It was reported that "when the product was injected, the wings of the syringe broke. As a result, a small piece of glass injured the surgeon's finger: cut on the middle finger of the surgeon's right hand. The device was replaced". Additional information received on november 06, 2025, indicated that "no additional consequence or damage to the surgeon. The operation went as planned with another syringe. The procedure performed was uro/endo/vur cure (macroplastic/deflux) under general anesthesia. The patient was a child. At the time of injection of the product, the fins of the syringe broke".

Manufacturer narrative:
(B)(4)